Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported an increase in (B)(6) architect havab-igg results on multiple patients. No specific data was provided. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 03402be00. The ticket search determined that there is a slightly elevated complaint activity for this lot number. Tracking and trending review did not identify any trends, or any non-conformances or deviations associated with the affected reagent lot return testing was not completed as returns were not available. A review of field data was evaluated and the patient median result for lot 03402be00 was analyzed and found to be within established baselines and confirms the performance of this lot is not compromised. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect havab igg assay, lot 03402be00.